Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 500 mg/dl. The customer was wearing the device at the time of admission. The cause of the visit was diabetic ketoacidosis. The customer was released 7 days later. No further details were provided. Nothing was replaced or returned for analysis.